Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 13-nov-2020. The most recent information was received on 19-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('intense fatigue') in an adult female patient who had essure (batch no. B85130, c13145) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced fatigue (seriousness criterion medically significant), pain in extremity ("pain in both arms"), epicondylitis ("tennis elbow") and asthenia ("loss of strength"). At the time of the report, the fatigue, pain in extremity, epicondylitis and asthenia outcome was unknown. The reporter provided no causality assessment for asthenia, epicondylitis, fatigue and pain in extremity with essure. Lot number: b85130 manufacturing date: 2013-10-22 expiration date: 2016-10-31. Lot number: c13145 manufacturing date: 2014-01-21 expiration date: 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 13-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('intense fatigue') in an adult female patient who had essure (batch no. B85130; c13145) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced fatigue (seriousness criterion medically significant), pain in extremity ("pain in both arms"), epicondylitis ("tennis elbow") and asthenia ("loss of strength"). At the time of the report, the fatigue, pain in extremity, epicondylitis and asthenia outcome was unknown. The reporter provided no causality assessment for asthenia, epicondylitis, fatigue and pain in extremity with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.